Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the customer fell into the lake wearing the insulin pump and the device is not functioning. Blood glucose value was 360 mg/dl. The insulin pump would not be replaced as it is out of warranty. The customer would revert to backup plan.